Manufacturer narrative:
H6: no concluson can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with suture granuloma at an unspecifed time following an orthopedic procedure.